Event description:
It was reported that the user experienced hyperglycemia after discharge from a hospitalization for a spider bite, with a highest blood glucose of 378 mg/dl; the treating clinician had advised that infection and pain could elevate glucose, and the caregiver intervened to bring the glucose down without changing any device supplies. Symptoms included elevated blood glucose. Outcomes included resolution of the high glucose without further clinical intervention or hospitalization. Investigation included case review and user troubleshooting education. Investigation of this case revealed no device malfunction or component issue and was consistent with physiologic stress from infection as a contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.